Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was not reported if the patient was hospitalized for the event. Seven days after event onset, the patient was diagnosed with peritonitis and began treatment with vancomycin injection (1gm, intraperitoneal, stat, every 48 hours, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing, and fluconazole tablet (150mg, oral, once daily, ongoing) for peritonitis. At the time of this report, the patient recovered from the events. It was reported that the patient and caregiver were retrained on proper aseptic techniques. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.